Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received; however a photo was received for evaluation. After a visual inspection was performed, the container was punctured in the lower left corner. A possible root cause may be due to excessive force applied during sharps disposal resulting in needle penetration or the sharps may not have been disposed of horizontally. A corrective action is not required at this time. If additional information is received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a sharps container. The customer states that a needle went through the middle of the container. The lid was closed, the employee was carrying the container and she was stuck in the arm by a needle. The employee was sent to a physician for blood work. The employee is also pregnant and has to go back several additional times for additional testing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.